Event description:
It was reported by the clinical specialist that over the past 2 months, unknown dates there was a coronary sinus dissection with the use of the proplege coronary sinus catheter, pr9. While the md was trying to advance the pr9 into the distal coronary sinus. The md engaged the ostium of the coronary sinus easily, but experienced difficulty advancing the pr9. He experienced resistance and continued to try to advance the pr9, resulting in a patient injury. They are calling the injury a dissection of the coronary sinus. The lot number in unknown. No surgery was needed to fix the dissection. The patient recovered well. No product is available for return, it was discarded by the hospital.

Manufacturer narrative:
Device was discarded by the hospital prior to investigation. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.